Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the catheter became damaged between the shaft and the tip due to heavy calcium. The patient was fine without problem after the ppi and discharged the next day. Device evaluation could not be performed because the catheter was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information, it was presumed that torsion and/or tensile stress was inadvertently applied to the catheter while its tip was being trapped by the heavily calcified cto. The tip was assumed to be torn off when the accumulated stress exceeded the catheter's design limit. Reviewing of the manufacturing records found no indication of product deficiency. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesions; and, [malfunction and adverse effects] damage (separation).

Event description:
It was reported that the tip of an asahi catheter became separated during a ppi to treat a heavily calcified cto in the anterior tibial artery (ata). The subject catheter was advance over a 0.014 inch guide wire via the plantar artery in an attempt to cross the lesion; however, it failed. Although resistance was felt during removal of the catheter and the guide wire, the physician forcefully removed the both when the catheter shaft became stretched and the catheter tip torn off. The separated tip remained in the ata. The physician determined it was impossible to retrieve the separated tip due to severe calcification without attempting retrieval, left the separated tip as is, and finished the ppi.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.